Event description:
Follow up idnetified the patient's scs system was functioning as intended, however, the patient was not correctly charging the device. The patient was instructed the correct way to charge the device. The reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg must be charged four to five hours a day to maintain therapy. The patient stated even when charging the ipg for over four hours each day, by the same time the following day the therapy shuts off due to low battery. Surgical intervention may be taken as the next course of action.